Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. Dislodgement was discovered via diagnostic imaging. During the replacement procedure, the helix exhibited a failure to retract. The patient's ra lead was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of a failure to retract the helix was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies other than the lead helix being clogged with blood/tissue.